Event description:
Reportable malfunction: a man from the united states reported that his novopen 1.5 device did not deliver any insulin. He also reported that his blood glucose levels were elevated for one day (non-serious) while using the device with a lilly insulin cartridge and that the device failed to expel the full amount of insulin when he performed a function check. He added that he noticed several other problems with the device as well: the push button was difficult to depress and made a funny clicking sound, and the cap clip and dose indicator window were not in correct alignment. The man mentioned that his wife just delivered a baby and that it has been very hectic at home. He is still adjusting to a new night-shift work schedule. Result and conclusion of manufacturer's investigation - on 10/13/1998 novo nordisk a/s established that the collar on the piston rod nut was broken off when the device was tested for dose accuracy. The device was tested for dose accuracy at different dose sized of 1, 2, 5, 10 and 20 iu (1 iu = 10 mg). The results of the dose accuracy test were outside acceptable limits. The device was misused by the insertion of an eli lilly cartridge. The nature of the complaint stated by the user is a good description of the signs of a broken collar on the piston rod nut (except for the description with cap clip and dose indicator window, which were not aligned. This has no influence on dose accuracy). Conclusion - the fault "collar on piston ron nut broken off" was identified as a reportable malfunction on 10/13/1998.